Manufacturer narrative:
The reported events were lead dislodgement, twiddler syndrome, high pacing lead impedance, undersensing, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported events of high pacing lead impedance and undersensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix partially extended and clogged with dried blood. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood.

Event description:
Additional information was received indicating that a lead revision was performed. Based on the position of the dislodged lead, it was suspected that the lead dislodged due to twiddler's syndrome. The helix appeared to be retracted. The lead helix was unable to be extended. The lead was explanted and replaced and the patient was stable.

Event description:
During follow up, high pacing impedance and undersensing were observed on the atrial lead. Diagnostic imaging was performed which confirmed lead dislodgment. No intervention has been performed, the lead remains implanted. The patient was stable.